Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced catheter kinking/bent prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient was treated because of rectal malignant tumor. When the intravenous indwelling needle was used for infusion treatment, it was found that the indwelling needle head was bent and could not be used. The indwelling needle was immediately replaced and infusion treatment was continued for the patient.

Manufacturer narrative:
Investigation: master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Neither sample or photo was returned so the failure mode could not be observed. Root cause could not be determined.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced catheter kinking/bent prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient was treated because of rectal malignant tumor. When the intravenous indwelling needle was used for infusion treatment, it was found that the indwelling needle head was bent and could not be used. The indwelling needle was immediately replaced and infusion treatment was continued for the patient.